Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the package was allegedly damaged. It was further reported that allegedly there were stains on the surface of the packaging. Reportedly, the catheter was replaced. There was no patient contact.

Event description:
A patient underwent for ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, procedure using navarre universal drain. Prior to the procedure, the device was allegedly damaged package. It was further reported that the stains on the surface of the packaging. The procedure was completed replacing another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a drainage catheter package with one partially peeled label and one product label. The product label is noted to have stains on it. Therefore, the investigation is confirmed for the reported packaging problem and contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.